Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed at the distributor. The reported problem (damaged monitor case, damaged connector) has been confirmed. Upon investigation the monitor case was physically damaged. The monitor's electrode belt connector was broken loose from the monitor enclosure, and unable to securely latch with an electrode belt. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor. Device manufacturer date: electrode belt: 02/15/2013. Monitor: 09/11/2015.

Event description:
A us distributor reported that a patient had a damaged connector, damaged monitor case, and was receiving check therapy electrode messages.